Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, was diagnosed with possible bilateral breast implant ruptures, post-operatively. The patient also experienced breast pain on the left side. Mammography diagnosed the bilateral ruptures. As a result, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On september 4, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly on the anterior view was observed on the device consistent with a crease/fold. Additionally, an area of shell abrasion was observed on the posterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear within the shell abrasion measuring approximately less than 0.2 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following information: the implant explantation surgery was indeed done on (B)(6) 2020 and that the right implant rupture was confirmed and the left implant might be ruptured or has a gel bleed. It was only bilateral removal and no replacement. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).